Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Model #, catalog #, expiration date, unique identifier (UDI #) and serial #: unknown/ not provided. If explanted; give date: lens remains implanted. (B)(6). Device manufacture date: unknown. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the refraction post-op and after rotation procedure was not as expected and support was requested. Even if the perfect lens location is achieved visus calculated to be -1.25 dpt post-op. Subj refraction was measured at +1,0 -1.25 77 equal 0,63 on the (B)(6) 2019. No complications reported during either implantation or rotation. Through follow-up we learned that this was a user error. The level of astigmatism on the back-side of the cornea was overlooked and not included in the lens calculations. This led to the wrong diopter being chosen (incorrect by -0.75). If correct lens had been chosen visus would be at -0.5 and still improving. Currently no explant is planned as visus is improving and the eye condition is such that another operation should be avoided. Current plan is that the vision will be corrected with glasses. No additional information was provided.